Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on (B)(6) 2022 and it did not pass suction and cycle specifications, which confirmed the customer's report of low suction. During the product evaluation breast milk residue was noted in the breast pump motor aggregate and manifold. After cleaning and retesting the device did pass suction and cycle specifications, although the eccentric motor shaft was found to be outside of specification.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, which consisted of verifying if the customer was using the correct pumping kit components. During troubleshooting it was determined that the customer was using the wrong connectors. The troubleshooting did not resolve the issue. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. The customer did call back in to customer service on 12/02/2021, requesting a new return label, but the product has not been returned as of the date of this report. Based on the results of our internal investigation ((B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021 the customer alleged to medela llc that her pump in style maxflow had low suction and she had already tried replacing her pumping kit parts, but there was no improvement. She additionally alleged that she had mastitis and was prescribed antibiotics.